Event description:
It was reported that this device was not successfully implanted due to an unspecified malfunction. Follow-up confirmed no boston scientific field representative was present during the procedure and the hospital failed to provide further information. The unit was returned for analysis: no reported adverse patient effects.

Manufacturer narrative:
Returned product device memory identified this had not been an attempted implant unit but rather the device had been implanted for three days. The implant and explant dates have been updated to reflect this information from the device history. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was not successfully implanted due to an unspecified malfunction. Follow-up confirmed no boston scientific field representative was present during the procedure and the hospital failed to provide further information. The unit is expected to be returned for analysis: no reported adverse patient effects.